Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. This event was caused by a component failure of ceramic head (insulation beak). Insulation beak failure is mechanical component problem, but the cause of insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the inner sheath was damaged during reprocessing. Per investigation, it was clarified the ceramic head was broken. There were no reports of patient involvement.